Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the forceps¿ breakage could be confirmed, since the returned device matched the reported failure. Based on the investigation, the root cause was attributed to a user related issue. The breakage occurred because the devices were not cleaned/maintained properly. The visual inspection revealed that the fractured surfaces presented signs of corrosion, which weakened the material and caused it to break. Preventive maintenance: use an appropriate instrument spray for the mechanism of all moving parts and articulating surfaces. In case of failure, the instrument must be replaced and not be used. Always examine the wire post and especially the clamping disk before reuse. In case of corrosion signs or crack, the wire post shall not be used.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Two lobster claw bone holders broke during surgery while holding the femur. On each retractor, one jaw broke on each side. The event was resolved by using different bone holders. No debris was reported

Event description:
Two lobster claw bone holders broke during surgery while holding the femur.